Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the reference meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.2 inr; qc 2: 3.2 inr; qc 3: 3.2 inr. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned inr results for 1 patient tested on coaguchek inrange meter with serial number (B)(4) compared to the stago neoplastin cl plus compact max laboratory method between (B)(6) 2019 and (B)(6) 2019. Based on the data provided for 4 comparisons, the inr results from 2 comparisons were discrepant. The patient had a result of 2.9 inr from the meter. The result from the laboratory within 7 hours was 2.1 inr. On (B)(6) 2019 the patient had a result of 4.9 inr from the meter. The result from the laboratory within 7 hours was 3.46 inr. The meter results were provided to the patient's physician. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. The test strips were returned which showed no defects. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips ((lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.